Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline separated one hour after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 5008x machine, did not alarm but was not expected to. A fresenius coral dialyzer was also in use. The split was observed on the arterial line after the heparin line. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Three photos were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.